Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation, no foam particles were noted in the airpath, yet foam degradation was noted. Additionally, the patient¿s complaint was confirmed, and the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
On previously submitted report, recall (z) number was incorrect. The correct recall (z) number has been updated/corrected in this report.

Manufacturer narrative:
This report is being sent to correct our previous submission. The device was returned and the device was corrected. No malfunction or adverse event was reported from the field. No evidence of foam degradation or particulate matter was identified during evaluation. Based on the available information, this event does not meet the criteria for a reportable incident.